Event description:
It was reported that the patient visited the hospital, due to not being able to use the personal diabetes manager (pdm) to control the pod, after getting it wet. At the hospital, blood sugar tests were performed. No other information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided.